Event description:
This spontaneous report was received on (B)(6) 2010, from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using o.b. Unspecified, for normal menstruation (route: vaginal, lot number, expiration date and frequency unspecified). After an unspecified duration, the string of the tampon broke while removing from body. This report had no adverse event and the action taken with the device was unknown. No sample was received for evaluation and no lot number was provided with the complaint. Due to the unavailability of the sample and lot number, it is not possible to evaluate the particular alleged defect, conduct testing, batch record review, inspection of retain sample, or lot trending. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report is considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.